Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc trek device referenced is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the ostium of the left anterior descending artery. Atherectomy was performed to prep the lesion. The 3.0x20mm rx trek balloon catheter was advanced and the balloon was inflated however would not deflate. Negative was pulled for 3-4 minutes with a syringe and the balloon deflated enough to be removed from the patient with no resistance. A stent was placed in the left main and post dilated with a 4.0x15mm nc trek balloon catheter. The balloon was inflated to 10atm however failed to deflate and the patient became symptomatic (ischemic). The inflated balloon was removed to the guide with resistance noted with the anatomy. Everything was removed as a whole system. The procedure was completed with another nc trek balloon. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided. Post procedure, the abbott vascular sales rep looked at the nc trek device and noted the shaft was stretched proximal to the proximal balloon seal and the shaft was accordion looking. Also, he reviewed the cines and noted the physician did not wait until the balloon was deflated prior to removal.

Event description:
Subsequent to the previous report, a user facility medwatch report was received for (B)(4). Balloon had multiple successful inflation and deflation. On the last inflation, the device stayed inflated while in the vessel. After a short time the balloon came down in pressure just enough to move it into the guiding catheter. It became lodged in the catheter and unable to be withdraw from the guider. The delivery system was then removed with the balloon still in the catheter. After the procedure was completed the balloon had come down in pressure and was able to be removed from the guiding catheter for further inspection and documentation.

Manufacturer narrative:
(B)(4).